Event description:
Related manufacturer reference number: 2017865-2023-20721. It was reported that the patient presented for a lead replacement procedure on (B)(6) 2023 for a right ventricular (rv) lead that exhibited noise oversensing. During the procedure, it was noted that the rv lead was failed to be removed from the set screw of the pacemaker's header. The physician eventually forcefully removed the lead out of the pacemaker's header by first pulling the set screw out of the header. The rv lead was capped on (B)(6) 2023 and was replaced. The pacemaker was then explanted and was replaced. The patient was in stable condition.